Event description:
It was reported that at implant the tined atrial lead showed rising thresholds and reduced atrial sensing. The next morning the atrial lead appeared to have a change in the deflection of the tip as seen on fluoroscopy. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.